Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) reading of 401 mg/dl over approximately 10 hours while using the ilet system with a contact detach infusion set on the thigh and a dexcom g7, attributed to repeated missed meal announcements and carbohydrate intake consumed without announcement. The glucose later returned to 115 mg/dl and no fingerstick confirmation was performed. Symptoms included irritability and distress associated with hyperglycemia. Outcomes included temporary high glucose without hospitalization. Investigation included product-use troubleshooting and education on proper meal announcement procedures. Investigation of this case revealed use error related to missed meal announcements, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements.

Manufacturer narrative:
Initial.